Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation. Device not returned for evaluation

Event description:
Medtronic received information that the vertek arm was not locking. This issue occurred outside of procedure. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: serial number updated to proper value. The vertek arm for the navigation system was returned to the manufacturer for evaluation. Testing found that the handle of the arm would lock up. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.